Event description:
It was reported that the patient had a loss of therapeutic effect. Caller states the patient "pees an awful lot." Caller mentioned patient was in hospital for a colon operation on (B)(6) 2015, unrelated to the implant. Caller also mentioned this was the patient's 4th implant. Caller also stated the patient has one kidney. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0k1b1, implanted: (B)(6) 2014, product type: lead. (B)(4).